Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1616c124ee, serial/lot #: (B)(4), ubd: 24-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm on an unknown date. It was reported that during the procedure the tip capture of the delivery system caught on the stent graft fabric just below the proximal stent after the main body was fully deployed and the contralateral limb had also been placed and the tip had been closed. The tip was then opened and closed several times and the delivery system pushed back and forth several times. As per the physician, the cause of the event was possible due to vessel tortuosity. No clinical sequelae were reported and the patient is fine.